Event description:
It was reported via repair work order that the head end had intermittent function due to pinched sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.